Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The procedure treated the 80% stenosed target lesion located in the severely calcified and severely tortuous left circumflex (lcx) artery. There was more than a 90 degree bend going into the lcx artery. A 2.25x12mm ion stent was advanced for treatment but could not cross the lesion. When attempting to pull back the device, the stent dislodged and embolized into the left anterior descending artery. The patient went to surgery and is doing fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).